Event description:
It was reported that an o-ring was on the pneumatic tap. Technical support educated customer on removing o-ring and reloading a new cartridge. Customer's blood glucose level was 148 mg/dl. No additional product or event information is available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.